Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad issues. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. Customer stated that there was sound alerts did not work but when they selects the center button it alarm loudly and then today when priming the insulin pump button did not respond and skipped the section and they notice there was a crack on the back of the pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.